Event description:
Reporter stated that the surgeon inserted a silicone intraocular lens model aq2010v into the eye and the lens tore. Surgeon enlarged the incision to remove the lens, and no sutures were placed.